Manufacturer narrative:
It was reported that the ilet pump¿s wake button intermittently failed to respond, initially resolving after a restart but subsequently recurring and leaving the user dependent on a charging pad to wake the device. Symptoms included no adverse clinical effects and no reported changes in blood glucose. Outcomes included replacement of the pump and user education on shutdown procedures, data sync, return process, and continued cgm use. Investigation included troubleshooting of finger placement, device restart, and assessment of usability. Investigation of this device was confirmed revealed a wake/sleep button functional failure associated with the device user interface component; no alarms were reported and insulin delivery reliability was considered at risk when the button did not function. It was concluded, based on previously established findings for similar reports, that the cause was an unresolved device malfunction of the wake button.

Event description:
It was reported that the ilet pump¿s wake button intermittently failed to respond, initially resolving after a restart but subsequently recurring and leaving the user dependent on a charging pad to wake the device. Symptoms included no adverse clinical effects and no reported changes in blood glucose. Outcomes included replacement of the pump and user education on shutdown procedures, data sync, return process, and continued cgm use. Investigation included troubleshooting of finger placement, device restart, and assessment of usability. Investigation of this device was confirmed revealed a wake/sleep button functional failure associated with the device user interface component; no alarms were reported and insulin delivery reliability was considered at risk when the button did not function. It was concluded, based on previously established findings for similar reports, that the cause was an unresolved device malfunction of the wake button.